Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of control failure alarm and controller was reportedly very hot could not be confirmed through this evaluation. Event details indicated the alarm occurred after sleeping on top of the system controller. The alarm cleared self-corrected. Both pump running symbol was fully lit and no current alarms in the alarm history on the controller. The system controller was not exchanged at this time. A root cause of the control failure alarm and controller was reportedly very hot could not be determined during the evaluation. Additional information indicated no further alarms were reported on the suspected product. The expected plan of action is to retrieve the log file on the next clinic visit in january and send it in for evaluation. System controller remains in use currently. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 20nov2015. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms: ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. In section 6 and section 2, related warnings are outlined. The system controller may reach a maximum temperature of 124°f (51°c) if both of the following conditions are present: the system controller is covered by the body or insulating material, such as a blanket and the internal battery is charging. Avoid contact on bare skin under these conditions because burns may occur. A sedated or sleeping patient, especially in ICU, may not react if the system controller becomes hot. Heartmate ii lvas IFU, heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of control failure alarm and controller was reportedly very hot could not be confirmed through this evaluation. Event details indicated the alarm occurred after sleeping on top of the system controller. The alarm self-corrected. It was confirmed both pump running symbol was fully lit and no current alarms in the alarm history on the controller. The system controller was not exchanged at this time. A root cause of the control failure alarm and controller was reportedly very hot could not be determined during the evaluation. Log file analysis revealed the events were captured on 01jan2001, which activated the yellow wrench/clock not set alarm. The yellow wrench/clock not set alarm suggests the system controller may potentially loss complete power, which would reset the clock/time. The pump speed value matched the set speed value of 8,800 rpm during these events. The driveline appeared to be physically disconnected before the clock was set to 13sep2022. The yellow wrench/clock not set alarm did clear when the date/time was set. The analysis could not determine when the loss complete power occurred, and a root cause could not be determined. The additional information indicated the clock was set before being disconnected. Additional information was requested regarding the event, which further communication indicated the cause of the clock not being set could not be identified. The information indicated there was no report of the pump stopping. System controller (serial # (B)(6)) remains in use currently. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 20nov2015. Heartmate ii lvas IFU, rev. C (section 7), heartmate ii patient handbook, rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms. ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. In section 6 of rev. C and section 2 of rev. B, related warnings are outlined. The system controller may reach a maximum temperature of 124°f (51°c) if both of the following conditions are present: the system controller is covered by the body or insulating material, such as a blanket and the internal battery is charging. Avoid contact on bare skin under these conditions because burns may occur. A sedated or sleeping patient, especially in ICU, may not react if the system controller becomes hot. In section 3, under power the system, covers making or breaking connection between power sources. Also, regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ heartmate ii lvas IFU, rev. C, heartmate ii patient handbook, rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an alarm on (B)(6) 2022 that said something along the lines of "control failure". The controller was reportedly very hot. The patient did not observe any alarms upon log file interrogation. The pump running symbol was fully lit. Log files were unable to be submitted for evaluation as the patient lived a few hours away and could not come to the clinic any time soon. As of (B)(6) 2022, there had been no further alarms. Log files would be sent at the patient's next clinic visit in january.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file review found that the controller clock was not set. No cause for the clock not being set was identified and there were no reports of the pump stopping. The clock was reset at the patient's clinic visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of control failure alarm and controller was reportedly very hot could not be confirmed through this evaluation. Event details indicated the alarm occurred after sleeping on top of the system controller. The alarm self-corrected. It was confirmed both pump running symbol was fully lit and no current alarms in the alarm history on the controller. The system controller was not exchanged at this time. A root cause of the control failure alarm and controller was reportedly very hot could not be determined during the evaluation. Log file analysis revealed the events were captured on january 1, 2001, which activated the yellow wrench/clock not set alarm. The yellow wrench/clock not set alarm suggests the system controller may potentially loss complete power, which would reset the clock/time. The pump speed value matched the set speed value of 8,800 rpm during these events. The driveline appeared to be physically disconnected before the clock was set to september 13, 2022. The yellow wrench/clock not set alarm did clear when the date/time was set. The analysis could not determine when the loss complete power occurred, and a root cause could not be determined. The additional information indicated the clock was set before being disconnected. System controller (serial # (B)(6) ) remains in use currently. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on (B)(6) 2015. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms: ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. In section 6 of the IFU and section 2 of heartmate ii patient handbook, related warnings are outlined. The system controller may reach a maximum temperature of 124°f (51°c) if both of the following conditions are present: - the system controller is covered by the body or insulating material, such as a blanket and - the internal battery is charging. Avoid contact on bare skin under these conditions because burns may occur. A sedated or sleeping patient, especially in ICU, may not react if the system controller becomes hot. In section 3, under power the system, covers making or breaking connection between power sources. Also, regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.